Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The hcp noted seeing service code 100 (active motor stall) on the tablet. The patient had not recently had an MRI. The pump logs indicated that the pump stalled on (B)(6) 2018 and then recovered on (B)(6) 2018. It stalled again today ((B)(6) 2018) and the stall was active. It was confirmed that there were no emi (electromagnetic interference) or magnetic sources present. No patient symptoms were reported. The hcp planned to turn the pump to minimum rate and give the patient orals. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-jan-2019 from a healthcare professional who reported that the patient¿s pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump interrogation upon receipt indicated the pump contained prialt (11.0 mcg/ml at 0.070 mcg/day) and dilaudid (5.0 mg/ml at 0.0318 mg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the patient recovered without sequela.